Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire break occurred. The target lesion was located in an unspecified coronary artery. A 190cm, straight-tip marvel guide wire was advanced and the wire broke inside the patient. The procedure was completed with another of the same device. No patient complications were reported.